Event description:
It was reported that the customer's pump screen was not working and would not turn on. As a result, the customer's blood glucose level was recorded as "high," indicating it exceeded 500 mg/dl. The customer managed blood glucose by using multiple daily injections (mdi). Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.

Event description:
It was reported that the customer's pump screen was dark and would not turn on due to a charging issue, leading to the pump being inactive for about a month. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. The customer managed their condition using manual injections. Technical support resolved the issue by providing replacement charging supplies, which successfully restored the pump's functionality. No further assistance was deemed necessary after the issue was resolved.